Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent an ankle syndesmosis fixation procedure on an unknown date. During the procedure, the sutures fractured when tightening. The suture system was cut and removed from the patient. No further information has been provided.